Event description:
It was reported, the customer received no delivery alarms on their insulin pump. The customer's blood glucose was unknown. Troubleshooting found the customer had exhausted all remedies for the no delivery alarm. Customer's blood glucose was unknown. The customer stated they will not be using the insulin pump in the future. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.